Event description:
The customer's mother reported via phone call experiencing high blood glucose levels. The customer's mother stated that the blood glucose value was disappearing from the insulin pump's screen. The customer was unable to get the blood glucose to show on the insulin pump while delivering a bolus. The customer's blood glucose was 499 mg/dl. Upon inspection, it was found that the customer had not set up the bolus wizard in the insulin pump. The customer's mother was walked through the bolus wizard set up successfully. She declined troubleshooting assistance for high blood glucose, stating that the customer's blood glucose was always generally high.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.